Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy with the liberty cycler set and the patient event of syncope and peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty cycler set. Additionally, there is no allegation of a leak with the cycler set. Per the pdrn, a breach in aseptic technique by the patient utilizing pliers to assist with tubing connection during treatment was the cause of the peritonitis event. There is no documentation for medical intervention related to the syncope. The syncope was most likely a symptom related to the peritonitis. All dialysis treatments include a risk for infection and that risk increases when there is a break in aseptic technique. Based on the information, the liberty cycler set can be excluded as the cause of the patient¿s event of syncope and peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized on (B)(6) 2019 for peritonitis and still remains in the hospital. Upon follow up, the pdrn stated that the patient was taken to the emergency room (ER) on (B)(6) 2019 after a syncope episode. At the ER, the patient¿s pd effluent white cell count resulted in 11,000mm3. Pd effluent cultures were never obtained, however, the patient was still treated for peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2g every third day and fortaz 1g daily until discharge. The patient was discharged (B)(6) 2019 on ip vancomycin 2g every fourth day (dependent on vancomycin trough) and ip fortaz 1g daily both for 22 days. There is no documentation for treatment of the syncope episode. Per the pdrn, the cause of the peritonitis was touch contamination as the patient, who usually has assistance from his spouse, utilized a pair of pliers from his toolkit to open and tighten the tubing connection at the pd catheter (not a fresenius product). Both the patient and spouse are undergoing re-teaching of proper aseptic technique. The patient is recovering and continues to complete pd therapy utilizing the cycler.